Event description:
It was reported that drill entered into solid step drill cannula and jammed. After pulling drill out it was evident drill was bent. Opened new solid stepdrill and it went through cannula fine. The returned drill has markings on it from where it hit/bined on cannula. Drill was obviously bent while in (B)(4) stryker packaging. No evidence of bending in box.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.